Event description:
Patient reports a clicking sound from pump when they are infusing. Patient is not sure what it is but would like a new pump replacement. Next infusion is next sunday. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: cutaquig sdv - 8gm. Cutaquig sdv indication: common variable immunodeficiency, unspecified; other common variable immunodeficiencies. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes is device associated with event available for return? - unknown.